Event description:
A doctor contacted baxter (B)(4) regarding damage to a uv flash transfer set. It was reported that a broken spike of the transfer set was found during use. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4).this is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed during the sample evaluation. A visual inspection was performed with a broken spike noted. A clamp function test was performed with no issues noted. Leak testing was performed with no issues noted. A clear-passage test was performed with no issues noted. The evaluation was completed, problem confirmed, but the investigation is still not completed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed during the sample evaluation; however, the root cause could not be determined.